Manufacturer narrative:
Meter (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed. Performed power consumption test and all results were within specifications. No malfunction or product deficiency was identified. Dhrs (device history record) for the freestyle lite meter were reviewed and the DHR showed the freestyle libre meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device displayed a "low battery icon." Due to this, the customer was unable to use the device to monitor glucose and experienced dizziness and loss of consciousness. The customer reported they self-treated (unspecified) and monitored their blood glucose, but did not take any medication. No further information was provided. There was no report of death or permanent impairment associated with this event.